Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The manufacture date cannot be identified at this time since the serial/lot was not provided. If the serial/lot becomes available, the manufacturer date will be updated. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to inappropriate/insufficient reprocessing of the device; the scope had been utilized for an endoscopy without a reprocessing. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope was used without being cleaned in a washer. This was found during reprocessing. It was further explained that cleaning at the customer's facility is outsourced, and the individual in charge of cleaning was replaced. However, they were replaced without understanding the flow of the cleaning process. A cleaned scope was used for inspection. There was no report of patient or user harm.

Manufacturer narrative:
E1) (B)(6) hospital. The device was not returned to olympus, and it is not expected to be returned for evaluation of the reported issue. The customer provided the cleaning, disinfecting, and sterilization process as follows: precleaning was performed immediately after the patient. The air/water channel was flushed with water and air, and the suction channel, the suction cylinder, and the forceps cap were brushed. The cleaning solution used was end flash, and the disinfectant used was esside. The device was dried by being wiped with a clean towel/paper and blown by a compressed filtered air. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.